Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is estimated as it was reported that the issue occurred two weeks prior but confirmation of an exact date was not confirmed. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the vertek arm was reported to be damaged. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that the issue was discovered by an undisclosed resident at the site. Additionally, it was noted that the unit would not lock as the blue lock dial would not turn.